Event description:
Customer reports that the patient was undergoing fluoroscopic guided percutaneous sacro-kyphoplasty. An avaflex curved needle was advanced into the right sacral ala in an attempt to disrupt the intramedullary trabecular bone. During this curettage manipulation, approximately 1.5 -2cm of the distal tip of the avaflex needle fractured completely from the remaining device, staying within the intramedullary. Multiple attempts at retrieving the fractured needle were unsuccessful. Ultimately, a balloon kyphoplasty was performed and the fractured needle was left and cemented in place. No complications have been reported due to the fractured needle being cemented in place. No additional information is available.

Manufacturer narrative:
(B)(4): a sample was received for evaluation. The returned sample presented a fracture on the distal end of the needle. The fractured tip of the needle was not returned for analysis. Evaluation of the complaint sample did not identify any manufacturing defects nor identified any malfunction that may lead to the reported failure mode. A 24-month review of complaint data did not identify any trend with this or similar failure modes. The lot number could not be provided therefore, a device history record review could not be performed. A thorough review of applicable manufacturing procedures and quality plan inspections did not identify any issues that may have contributed to the reported failure mode. The customer reported the failure occurred when a fluoroscopic guided percutaneous sacro-kyphoplasty was performed. The avaflex plus nitinol needle intended uses are, for vertebroplasty to fill a fractured vertebral body with radiopaque bone cement and, during a kyphoplasty to scrape and score bone in the spine to create a void within a fractured vertebral body and fill the void with radiopaque bone cement. This product is not indicated for use during a sacro-kyphoplasty. The customer has been made aware that this product is not indicated for use during a sacro-kyphoplasty.

Manufacturer narrative:
(B)(4): attempts to obtain the sample for evaluation have been made. The customer is unsure at this time if they will be returning the sample for evaluation. Upon completion of carefusions investigation, a follow up medwatch will be submitted.